Event description:
The technician indicated the bed scale is reading inaccurately weight.

Manufacturer narrative:
The technician requested a scale board to repair the bed. Repairs have not been completed.